Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge insyte autoguard unit from lot: 9010578 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical/mechanical damage to the unit. There were no holes or cuts to the catheter indicating the needle piercing it. Finally, a water/air leak test was performed to determine if there were any unseen issues and no leakage was observed. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed during inspection the engineer was unable to determine a definitive root cause for this issue. H3 other text : see h.10.

Event description:
It was reported that the needle had pierced through the bd insyte¿ autoguard¿ shielded IV catheter before use. The following information was provided by the initial reporter, translated from chinese to english: "soft needle has been pierced".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle had pierced through the bd insyte¿ autoguard¿ shielded IV catheter before use.the following information was provided by the initial reporter, translated from (B)(6) to english: "soft needle has been pierced".